Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Results and conclusions: as returned, the articular surface exhibits wear on both condyle surfaces with some delamination to the medial condyle surface. Additionally, some material appears to have been work away on the posterior side of the medial condyle surface. The patella exhibits some wear and delamination. The tibial plate has tissue/bone cement attached to the distal surface. Two bone screws were also rec'd with the complaint. The device history records for the devices (less the screws) are intact and conforming, indicating the device is intact and conforming, indicating the devices were mfg to specs.

Event description:
It is reported that the device was implanted in 1996. The pt was presented with tibia pain and x-ray examination indicated that there was a contained periprosthetic cyst around the medial screw and extending to the medial cortex. The pt was revised in 2008.